Event description:
The company was informed that the pt underwent MRI procedure with the internal magnet in place and the pt began to experience headpiece retention issues. The magnet was explanted and the magnet was not replaced in order to accommodate additional MRI procedures for non-device related issues. The explanted magnet was returned to advanced bionics. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.